Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was having a revision done on (B)(6) 2018. At the time of the report, it was unknown what environmental/external/patient factors may have led or contributed to the issue, or what diagnostics/troubleshooting was performed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp). It was reported that the revision was due to the device becoming mal-positioned in the pocket.